Manufacturer narrative:
\ Other device used: catalog # 90597005010, nexgen cr articular surface, lot # 61285512. Catalog # 00598005701, nexgen stemmed tibial component, lot # 61161348, manufactured by: zimmer (B)(4). This report will be amended when our investigation is complete.

Event description:
It is further reported that the patient was experiencing pain, swelling and water retention. The patient underwent 2 drainage procedures. The patient then underwent an additional surgery to implant a patella, which was not done in the original surgery. The tibia, articular surface and femoral component remained implanted.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. The reported event alleges a symptom rather than a defined device failure. These devices are used for treatment. A complaint history search identified no other complaint for the part/lot combination of any of the femoral, tibial components or articular surface. The patient underwent right knee surgery for torn cartilage and acl tear, and for more torn cartilage, 26 and 16 years prior to primary surgery, respectively. The patient's weight/height combination yields (B)(6). The primary surgical notes state that the patient underwent total knee arthroplsty (tka) to mitigate end-stage arthritis of the right knee. A pre-surgical physical examination found a 0-120 range of motion and effusion in the right knee. No complications were noted. After bone resection, the femoral and tibial implants were cemented in place. The knee was brought in full extension while the cement hardened. Excess cement was removed. The patella remained untouched. Immediate post-surgical x-rays, reviewed by a specialist, showed anatomic alignment of the knee and a small ossific density (bone fragment or cement) over the medial aspect the medial tibial plateau, but no acute bone abnormality. The revision surgical notes state that the patient underwent patellar arthroplasty of the right knee for degenerative osteoarthritis of the patellofemoral joint 6 years post primary tka. Both the tibial and femoral components appeared to be well fastener, with no irregularity of the tibial tray. Per the package inserts of the components, swelling and pain are known adverse effects of this tka procedure. The insert also informs that complications and/or failure of total knee prostheses are more likely to occur in heavy patients. Based on the fact that the primary implants were found well fastened and were not removed, and that the revision surgery concerned the patella only, a definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that the patient was revised due to pain, swelling, water retention and scar tissue.